Event description:
Technical services received a call on 08/01/2011. Caller stated patient has no lv capture @ 7.5v @ 2msec in both vectors. Presenting shows lots of pvcs, pacing inhibition, etc. Technical services had caller retest threshold for lv in vvi at rate above the current rate. Caller was able to confirm capture using vvi mode. Next technical services discussed lvp inhibition and rvp-tr markers. Technical services next asked about possible pmt causing the rvp-mt and lvp-mt. Caller noted the rhythm lasts exactly 16 beats each time. Caller reports that the v-a time of 280 msec. Technical services had caller reprogram the pvarp to 310-350 msec and this stopped the pmt behavior. Caller still notes some l vp inhibition with rvp-tr. Rvp-tr shows there is right sided sensing so it is possible that there truly is l pvc as well. Other possibility is left atrial oversensing and surface ECG would be needed to differentiate what lv lead is sensing. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).